Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the length of the hypotube. An examination of the crimped stent found that the distal end of the stent was damaged, resulting in the misalignment of a stent strut. The balloon did not appear to have been subjected to any positive pressure and was tightly folded around the shaft. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties occurred. Vascular access obtained via the femoral artery. The 95% stenosed, 3.5mm in diameter, de novo target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. The lesion contained >45 and <90 degree bend. A 3.50x24mm promus element¿ plus stent was selected to treat the lesion; however the device was unable to cross the lesion. The procedure was completed with a different device.  No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.